Event description:
Complainant indicated that while analyzing the heart rhythm of a pt in cardiac arrest the device prompted a "no shock advised" message for what appeared to be shockable heart rhythm. Complainant indicated that the pt subsequently expired.